Manufacturer narrative:
Correction to 13-month complaint and service history review original statement: a 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period. Corrected statement: a 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There was one similar case found during the search period.

Manufacturer narrative:
A field service engineer (fse) assisted the customer with the reported event by phone. The customer stated that the error has not recurred since they cleaned the main nozzle. The customer successfully ran quality control (qc) and patient samples with no errors and within acceptable range. No parts returned. No further action required by field service. The aia-2000 is functioning as expected. A 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period. The aia-2000 operator's manual under appendix 4: error messages state the following: [2061] tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due traced to maintenance.

Event description:
A customer reported 2061 (2000 only) tip detachment failure by main arm on the aia-2000 analyzer. The customer stated that they checked the tray placement, performed an all set home function and rebooted the analyzer, but the error persists. The analyzer is down. The reported event resulted in a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). A tosoh field service engineer (fse) was dispatched and assisted the customer with the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.